Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was not reported. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in complaints (B)(4).